Event description:
In 2003 pt diagnosed with a corneal ulcer 2-3 mm in diameter, 10-11 o'clock, and iritis in the right eye. The dr reported it is unlikely the ulcer was infectious. Treatment: betamethasone sodium phosphate ophthalmic solution & lomefloxacin hydrochloride ophthalmic solution. Pt was reported to be a compliant contact lens wearer. Seven days later the iritis resolved and the ulcer "almost disappeared". The dr reported a residual opacity. It was not known if the opacity would resolve. The pt was told they could resume contact lens wear on the next day. The dr could not determine if this was a contact lens related injury.